Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. The customer reported that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned and customer was manually overriding their boluses. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.